Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose level was around 300 mg/dl. The customer was trying to bolus but the up arrow button was stuck. The insulin pump's up arrow button also had a crack on it. The customer does not know how the damage occurred. The insulin pump did not notify the customer of a no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.